Event description:
This complaint was forwarded to merz (B)(4). By merz (B)(4). Dr. (B)(6) reported that a pt rec'd initial radiesse injections from an unk hospital/non-doctor injector. Further treatment has been done by dr. (B)(6) on (B)(6) 2011 and she provided merz with a written report on the adverse events. The pt was injected with 1.5 cc radiesse into the cheeks area. The pt developed a mild edema in the face and eyes area on (B)(6) 2011; she was treated with medrol and diprosone, start date (B)(6) 2011; frequency, dose, route and duration were not provided. The pt further developed infection that started on (B)(6) 2011. She was treated with augmentin; start date was (B)(6) 2011, frequency, dose, route, and duration were not provided. The pt was not seen by dr. (B)(6) again. On (B)(6) 2011, an update was rec'd from merz (B)(4) stating the pt recovered.

Manufacturer narrative:
The device history records were not reviewed as the lot number was unk.